Event description:
Surgeon (dr (B) (6)) performing an endometrial ablation on pt using the thermachoice (ethicon) tc003 domestic catheter. Outpatient procedure performed to stop bleeding in the uterus. Pt developed an infection a few days later and went to another hospital, and eventually succumbed to the overwhelming infection and died on (B) (6) 2010. Surgery in the abdomen preceding death revealed a burn to the intestine which created a leak of intestinal fluid into the abdomen. The suspected injury was not known at the time of the outpatient procedure on (B) (6) 2010, and was only confirmed later on (B) (6) 2010, while at another hospital. Dates of use: (B) (6) 2010. Diagnosis or reason for use: postmenopausal bleeding.